Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The reporter indicated that the onset of peritonitis occurred while the patient was hospitalized but did not indicate why the patient was hospitalized nor whether hospitalization was prolonged due to the peritonitis. The cause of peritonitis was reportedly a hospital staff member not wearing a mask, not washing their hands, and not scrubbing the connectors; however, as this was not confirmed and the patient was not identified, the cause is unknown. Treatment for the event, action taken with therapy, and patient outcome were not reported. No additional information is available.